Manufacturer narrative:
We have not received the complaint device for evaluation. Hence, we could not conclusively determine the root cause of the malfunction. A batch record review of the complaint lot number could not be performed since the lot number was not provided to us. The malfunction was detected during the pre-use check. This device was not used for the procedure.

Event description:
During pre-use check, when the surgeon attempted to inflate one of the balloons of the pruitt f3 carotid shunt with saline, he observed a leakage from the balloon. The surgeon used another shunt for the procedure. There was no harm to the patient because of this malfunction.